Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve /pop-out include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. It was reported that the valve dislodged most likely due to the patients calcified annulus, so in this case, it was due to patient anatomy. Dislodge events are typically not related to a device malfunction.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the targeted location due to a highly calcified native annulus. A high implant depth was noted with moderate paravalvular leak (pvl). Subsequently a second transcatheter bioprosthetic valve was implanted, valve-in-valve, to increase the radial strength. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.